Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose above 250 mg/dl, but less than 500 mg/dl with abdominal pain, nausea, vomiting and unspecified ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was hospitalized and treated with insulin via injection. It was reported that the patient¿s healthcare provider made recent changes to the patient¿s basal rate and bolus settings. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 - correction to suspect medical device serial #.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2015. There were no errors, alarms or warnings related to the complaint observed in pump history and none during the 24hr duration testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.